Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing gi bleeds and had issues with hypotension. It was also reported that the pt¿s pump was migrating and pushing on his abdomen, causing pain. A few months later, the pt developed a driveline infection and was found to have pseudomonas in the driveline. The pt continues on suppressant therapy for the driveline infection. The hospital staff is monitoring his inr and infection. There are currently no issues with his gi bleeding.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.